Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a touchscreen malfunction. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Per good faith effort (gfe) response, it was confirmed that the device was evaluated by attempting touchscreen calibration through the service menu; however, calibration was unsuccessful, confirming the failure. It is unknown whether the device was in patient use at the time the issue was discovered. Troubleshooting consisted of repeated touchscreen calibration attempts. The unit was repaired by replacing the touchscreen, after which the device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the touchscreen was the cause of the reported issue.